Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 ¿ no problem found. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. ¿ I believe the procedure was on the (B)(6) and the incident occurred the day following on the 22/03/2024. ¿ photo . ¿ medical intervention: removal, antihistamines, oral steroids. ¿ no lot number as package was discarded. ¿ no current patient update, except for patient still in hospital late last week. ¿ demabond not used before and no known allergens to chemicals found in product. ¿ device not available for evaluation. H 3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the mesh dispenser from the device was returned inside it's packaging opened. The pen was not returned for analysis. Upon visual inspection, the mesh dispenser component was evaluated, and it was observed to be fully dispensed. In order to evaluate the condition of the internal components, the mesh dispenser was disassembled and was confirmed to be fully dispensed. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a urology procedure on (B)(6) 2024 and topical skin adhesive was used. Allergic reaction to adhesive dressing post urology procedure on port site closure. Treated by removal, antihistamines, oral steroids. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a3a. Sex. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. ¿ patient details unknown. Age, weight, height, female gender. ¿ no known allergies to products containing chemicals found in dermabond prineo. No reactions to nail polish, fake eye lashes. No known exposures to glue or paint. ¿ application process was approved and appropriate for safe use. Has used hundreds of times in the past. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.